Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed high pacing impedance on the right ventricular lead. The patient was brought in clinic for further evaluation; upon interrogation the lead impedance was normal. No intervention was performed. The patient's condition was stable and no adverse events occurred.